Event description:
It was reported that the system 9900 was reintializing itself during the middle of a procedure. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The control panel processor and the control panel I/o circuit boards were replaced. Also the multi output power supply was also replaced. The system was tested and found to be working as intended and placed back into service.